Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A hospital employee reported that knife blades have been dull. Procedure and patient involvement is not known. Additional information has been requested. Additional information confirmed that the dull blades have been experienced during procedures. An alternate blade is obtained to continue each procedure. There has been no impact to any patient. No additional information can be anticipated.